Event description:
Report received from the USA stating that the device attachment was "broken." The item was received from sterile processing with a note for repair. It is unknown if the device was used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evalauted and the nose tube assembly was separated (loosened) from the attachment. This is most likely due to usage and wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).